Event description:
It was reported that at the first post-operative check on (B)(6) 2019, the prosthesis activation / deactivation occurred only after repeated attempts. At the second post-operative check-up on (B)(6) 2019, mechanical difficulty occurred, however inconstant, with pump activation / deactivation: the pump bulb was not correctly compressible and after partial detumescence it is not always possible to induce a new activation of the pump. A close inspection was scheduled . At the third check at the hospital on (B)(6) 2019, during the check the malfunction was confirmed. Further re-evaluation 5 weeks after surgery was recommended. Fourth check was carried out on (B)(6) 2019. The malfunction of the implant was confirmed and a surgical revision was therefore scheduled for (B)(6) 2020.